Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during a bolus delivery. The contact reported ketones and an elevated blood glucose (bg) level; however, no specific value was provided. Insulin injections were administered to stabilize bg levels. Contact reported changing out supplies and declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion.